Manufacturer narrative:
The address for the return of the oral rae endotracheal tube for failure investigation and the address for the medwatch report was provided to the caller. On april 2, 2008 a copy of a medwatch uf/importer report was received describing event or problem in 2008. From the add'l info provided on report, we have added to this report the pt's age, sex and weight. The lot number was provided and will be reviewed by the MFR. If the device is returned for eval, a follow-up report will be submitted. Note: the MFR's directions for use states under contraindications: use of uncuffed rae preformed tracheal tubes in procedures using a laser or an electrosurgical active device in the immediate area of the device is contraindicated.